Event description:
It was reported that an ilet pump touchscreen was cracked, and the device was still usable at the time of the report with no alerts or alarms and no injuries reported. Symptoms included no clinical effects. Outcomes included no impact to health and no need for medical care. Investigation included complaint intake, user education on safe shutdown, data sync guidance, shipping and return coordination, and arrangement for a replacement device. Investigation of this case revealed screen damage consistent with physical impact to the display assembly, with no concurrent functional alarm behavior identified. It was concluded, based on previously established findings for similar reports, that the cause was accidental physical damage unrelated to device malfunction.